Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that there was damage on the silicone boot on the cold jaw and the metal was visible under the cracked silicone. The silicone insulation also displayed some evidence of heat exposure which is consistent with activation of the device while the jaws are in direct contact. This type of damage to the silicone material (cracking and splitting) is consistent with the type of damage seen after improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed for silicone damage to the jaws. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - catsweb# (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pa noticed that part of the tip on the vaso view hemopro broke off. The piece fell into the pt's leg and was removed through the original incision. A replacement device was used to complete the procedure. The hosp did not report any pt effects.